Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the perfix plug (device 2). An additional supplemental emdr was submitted to represent the perfix plug (device 1). Note, the manufacturing date (15-sep-2007) is considered to be a best estimate. Note, the date of event (03-mar-2026) is considered to be the best estimate based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Per information provided: (B)(6) 2008 - patient was diagnosed with bilateral inguinal hernia thereby underwent open repair with implant of perfix plug (device 1 ¿ right and device 2 - left). Per operative notes, ¿an incision was made on the right lower quadrant. The right inguinal hernia sac was dissected out. A perfix plug (device 1) was placed onto the right inguinal floor and sutures. An incision was made into the left inguinal region. The left hernia sac was dissected out. A perfix plug (device 2) was placed into the left inguinal floor and secure it with sutures.¿ (B)(6) 2017 - patient was diagnosed with scar tissue thereby underwent repair with removal of scar tissue. (B)(6) 2018 to present - patient was experiencing pain and therefore underwent pain management.